Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complaint event most likely due to not following the surgical technique. Per the surgical technique implant #2 needs to be advanced to the needle tip prior to advancing the needle through the meniscus. If this is not followed, the implant could potentially become entangled with the suture and pulled back from the meniscus. The implant may be pulled-out from meniscus due to the incorrect use of the depth stop or over tensioning of the suture construct. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that when the first speed cinch was used on patient, implant #1 deployed, implant #2 unable to deploy. Surgeon pressed as hard as he could on the handle and accidentally broke the implant shaft. With the second speed cinch, implant #1 deployed; however, implant #2 unable to fire again. Surgeon was informed to open a third speed cinch. Implant #1 unable to deploy be it in or out of patient. The case was not completed.